Manufacturer narrative:
One single dpt kit was returned for examination. The reported event of "tubing detached" was confirmed. The tubing had detached from the bond joint with a male connector which was connected to the stand-alone stopcock rather than IV tubing detaching at the dpt housing as reported. Indications of bonding solvent were evident on some locations of tubing bond surface area. The tubing outer diameter was measured near the point of detachment and was found to be within specification. A review of the manufacturing records indicated that the product met specifications upon release. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions. It is common clinical practice to inspect all products before usage. These products are used by highly trained clinicians, experienced in identifying and mitigating any hazards that arise during use. If the pressure tubing becomes detached during use, it will affect the pressure waveform, which will immediately alert the clinician to begin the troubleshooting process. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised to consider the potential benefits in relation to the possible complications. In this event, there was no patient compromise noted as the event occurred before use. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that the IV tubing detached from the dpt housing, therefore it could not be flushed. There was no allegation of patient injury. The device was available for evaluation. Patient demographics were unable to be obtained.

Manufacturer narrative:
The investigation concluded that the most probable root cause is related to an incorrect solvent bonding execution during the assembly process. Personnel acknowledgement was conducted at the manufacturing site to prevent recurrence of this type of complaint.